Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient was implanted with trochanteric fixation nail-advanced (tfna) on (B)(6) 2019 to treat the pertrochanteric femoral fracture. Tfna nail broke 4 months after placement for an a1 type pertrochanteric femoral fracture. On an unknown date patient underwent re-operation to convert to total hip prosthesis. Procedure and patient outcome is unknown. Concomitant device reported: tfna fenestrated helical blade (part# 04.038.405s, lot# h337815, quantity 1), locking screw (part# 04.005.528s, lot# 1l40471, quantity 1). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: x-ray review: narrative (nail breakage) could be confirmed from provided x-rays. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument manufacturing date: 31-jul-2018, expiration date: 01-jul-2028, part number: 04.037.142s, 11mm/130 deg ti cann tfna 170mm-sterile, lot number: h693753 (sterile), lot quantity: 6 . Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: 04.037.942.2, lock prong, 130 degree tfna, bp55, lot number: l823168, lot quantity: 89. Purchased finished goods traveler met all inspection acceptance criteria. 04.037.912.4, wave spring, shim ended, bp55, lot number: h529606, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. 04.037.912.3, tfna lock drive, bp58, lot number: h661149, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h669308, lot quantity: 2,846 lbs. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the device was discarded and is no longer expected to be returned for investigation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.